Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated a technical error code indicating a communication error. Pre-use check failed and device log export failed. The evaluation of received device logs confirms occurrences of technical errors indicating disabled valves and communication / control error and stop of ventilation on (B)(6) 2020, one day before the reported date of event. The date of event will be updated accordingly. The returned control pcb was installed in the reference ventilator and the reported fault was immediately confirmed; a control / communication error during startup was raised. The fault was permanent and it was not possible to start ventilation. Electrical measurements on the control pcb showed that the control pcb usually restarted every other second. Components on the control pcb were measured, but the faulty component was not determined. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected both at startup and during ventilation and reported through audiovisual alarms and technical error codes. The conclusion in this matter is that the reported problem was caused by a broken component or bad brazing on the returned control pcb.

Event description:
It was reported that during patient treatment, the ventilator generated a technical error code indicating a communication error. There was no patient harm. (B)(4).